Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause: root cause has not been identified. No other complaints for lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. The iol was exchanged with an another iol, 77 days following the initial procedure. Additional information received and stated, that in the surgeon's opinion residual astigmatism was the contributory cause. There was no patient harm.